Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box revealed pump reboots. During visual inspection, the battery compartment was found to be cracked. The battery compartment threads were found to be stripped. The returned battery cap was undamaged and able to fit and maintain an electrical connection. The ez-prime steps were performed correctly with no power interruptions occurring. The original complaint was unable to be duplicated. The pumps cover was removed and there was no intermittent condition found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. It was also noted that the cap could not be tightened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.